Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion however preliminary analysis indicates that the battery depleted prematurely.